Event description:
It is reported that the thumb pin is missing from the broach impactor.

Manufacturer narrative:
Evaluation summary: the failure mode described within the per is consistent with a deterioration of the epoxy bond between the shaft and the pin, thus allowing the pin to migrate. The tibial broach impactor was returned for review. The pin was missing. Based on the lot number, the complaint device had a potential field age of slightly less than 4 years at the time of failure. Manufacturing documentation for this lot has been reviewed and indicates that the device was manufactured to within specifications. This lot number is part of a scope of product that is subject of a recall due to the potential of the pin to disassemble during use. (B)(4).